Event description:
An uncommanded tilt motion occurred during the pt recovery period of a procedure. Software engineering and field svc technology led a team that visited the hosp to analyze the uroview system. They could not find a cause for the uncommanded tilt motion. This system has redundant back-up circuitry so the only possibile explanation is that the hand switch was defecitve or was accidentally pushed. The reason the hand switch is the suspect is because only the tilt was activated. The hand switch was replaced on this system. The hand switch from the system was tested by oec at the mfg site. The hand switch functioned without error.